Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had power errors alarms. Customer did not recall blood glucose at the time of incident. Customer has states that he has had problems with priming. Troubleshoot was performed. The issue was not resolved. Customer was advised to return the pump for analysis. The insulin pump will be returning for analysis.

Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest. Unit alarmed pump error 38 during rewind due to corroded motor home switch. Unable to perform prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error 130 due to pump error 38. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay.